Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2020, rv lead noise was recorded on the device. The noise could not be recreated in clinic with isometrics or pocket manipulation. Patient had a few dizzy spells that the physician believes was caused due to pacing being inhibited. The lead was capped and replaced. The patient was stable.